Manufacturer narrative:
(B)(4). Date sent 5/20/2026. D4 batch#: unk. B3: only event year known: 2026. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? Yes, malformed staples. How was the bleeding controlled? Using clips. How much blood was lost (ml)? N/a. Did the patient require a transfusion? N/a. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Extended hospital stay. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide more detail on ¿malformed staples that were reported? What was done to stop the bleeding before closing patient? Were there any medical or surgical intervention post operatively, if yes, what were they? Clips being used to control the bleeding was that during the first procedure or second procedure? Were there clips placed in the first procedure? What were the indications for surgery? What was the approximate width of the compressed vessel? Did the surgeon wait 15 seconds prior to firing? Did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device? Did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? Were there any difficulties with the device or staple formation during the initial procedure? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Did the healthcare professional wait 15 seconds after closing the device before firing? Were there any issues with opening the device? If yes, what trouble shooting steps were used to open the device? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? What was the pre and postoperative anti-coagulant and pain management protocol? What is the current status of the patient? Any clips, clamps, or graspers near the area where the device was being fired? Please provide a timeline of events. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, bleeding occurred alongside the staple line, and radiograph shown edema through gastrojejunal anastomosis.